Event description:
It was reported that a closure top was found to have migrated postoperatively. There was no further surgical or patient information provided. This is report two of two for this event.

Manufacturer narrative:
H9: 3012447612-05-01-2020-001-r. Corrected information in h9. Additional information in h6: results and conclusions. The screw was not returned and no x-rays or photos were provided. Therefore, an evaluation was unable to be performed and no findings are available. An internal CAPA found the cause is related to the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. The lot number is unknown, so the DHR was unable to be reviewed. The labeling was reviewed and found to contain instructions regarding proper device installation. This screw is within the scope of recall 3012447612-05-01-2020-001-r.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00307.

Event description:
It was reported that a closure top was found to have migrated postoperatively. There was no further surgical or patient information provided. This is report two of two for this event.